Manufacturer narrative:
There were two (2) angiosculpt devices that reportedly separated during this procedure. Device 1 of 2 is reported under MDR #3005462046-2011-00017. Device 2 of 2 is reported under MDR #3005462046-2011-00018. Upon follow-up, the customer reported that during an attempt to push the angiosculpt through the heavily calcified lad lesion, the physician met resistance and it was then observed that the portion of the catheter that was outside of the patient had separated. There was no reported intervention performed to retrieve the separated device. It was also reported that the customer had open heart surgery two (2) days after the procedure. However, there is no evidence to suggest that the angiosculpt caused or contributed to a patient injury. Evaluation summary: device was returned in two (2) separated pieces. Separation occurred at the proximal shaft (hypotube), approximately 20.5 cm from the distal end of the strain relief. Kinks were observed on the proximal shaft (hypotube). There was evidence of necking and tapering at both ends where the catheter had separated. Ex guide wire exit port appeared slightly lifted. Balloon did not appear to have been inflated. Results: retained device components is a potential adverse effect of coronary angioplasty procedures and is listed in the angiosculpt device IFU. However, in this case, there were no reported retained device components. Conclusions: there was evidence of necking and tapering at both ends where the catheter had separated. The customer reported that the clinician had applied push force onto the catheter and that the separation could have been related to an attempt to push the angiosculpt through the heavily calcified lad lesion.

Event description:
Device 2 of 2: highly calcified lad lesion was pre-dilated with a poba balloon. Attempted to deliver angiosculpt and met with resistance. Then there was an angiosculpt kink/breakage.